Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd plastipak¿ syringe 10ml luer-lok¿ had a cracked barrel. No serious injury or medical intervention was reported.

Event description:
It was reported that bd plastipak syringe 10ml luer-lok had a cracked barrel. No serious injury or medical intervention was reported.

Manufacturer narrative:
DHR, quality notification and maintenance records were analyzed and no occurrences potentially related to the defect was observed. The sample sent by the customer was verified and it was possible observe barrel cracked. The potential cause for the problem is a failure at syringe assembly station, which caused the barrel cracked at another syringes. As internal action for product quality, improvement will be performed for defects of damaged components and leakage.